Manufacturer narrative:
(B)(4) recall: this ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient's ipg turns on and off without prompting. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow-up revealed the patient experienced difficulty charging the ipg. A replacement charger did not provide resolution. In turn the system displayed a communication error and the ipg was unable to communicate with external devices. The ipg was explanted and replaced. The patient receives stimulation therapy and the patient's issue was resolved.